Event description:
A customer reported their intracavity c10-3v transducer had lens damage, exposing metal components. The transducer was associated with the epiq 5g ultrasound system at the customer¿s site. The issue was discovered outside of clinical use, and no patient or user was harmed as a result of the issue. A quote was sent to the customer for a replacement transducer. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
The complaint was escalated for a product analysis; however, the customer declined service and support. As such, the transducer could not be obtained for failure analysis.